Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. E99 occurred because 15 days or more had passed since the disinfectant was prepared, or because it was used 46 times or more. The user did not check the concentration of the disinfectant every time when disinfecting.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that an error e99 (the number of days and frequency of use are too many after replacing the disinfectant solution) was displayed on the panel of the subject device when the user used the subject device 17th time after18 days from the last replacing of the disinfectant solution. The concentration of the disinfectant of the subject device was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.